Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. When the guidewire was returned to the manufacturer, it was found that its core wire was broken in two pieces. Its coils were not detached so that the device was retrieved from the patient as one unit. Stretch of the coils of the returned guidewire was observed at about 12 to 35mm from the distal end. The core wire and the polymer jacket got damaged and separated at approximately 1.5mm from the distal end. Sem observation of the breakage site found the core wire being twisted and the core diameter getting smaller on the proximal side, and there also found several cracks on the distal side. These findings suggested rotational and pulling force had contributed to this breakage. Investigation of the production record for the guidewire could not be performed as no lot information was available. Although lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the investigation outcome of the returned guidewire, it is concluded that rotational and pulling force that exceeded the guidewire's design limit might be inadvertently applied on the guidewire while its distal tip was trapped in the vessel. The IFU states that: warnings: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
Reportedly, several guidewires were used from the beginning of a procedure for a mildly tortuous, moderately calcified cto lesion in the mid lcx. All of the guidewires used could not pass through the target lesion. When the physician tried to exchange to another guidewire, there was massive friction and the guidewire could not pass through the microcather tip. Both devices were took out of the patient and it was found that the guidewire was damaged.